Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received one 22ga insyte autoguard bc catheter-adapter assembly without packaging material. Through the visual/microscopic evaluation traces of blood were observed throughout the assembly. A crack was also observed in the adapter body which ran linear with the unit itself. A water leak test was performed by connecting the end of the adapter luer to the iso slip luer fixture and submerging it into water. Air bubbles were observed during the testing. The source of the leak was the crack on the adapter body. The pictures received for evaluation revealed similar findings. The damage observed on the adapter of the unit received was caused by the manufacturing process either due to high air pressure on the rotate gripper transferring the adapter from the escapement to pins or/and low air pressure on the feeder (hopper). DHR review was not performed since the lot number associated with this account was unknown.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced leakage at catheter and hub junction after use. The following information was provide by the initial reporter: when punctured to the patient, blood leakage from the catheter hub was found. Crack of the catheter hub was found.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced leakage at catheter and hub junction after use. The following information was provide by the initial reporter: when punctured to the patient, blood leakage from the catheter hub was found. Crack of the catheter hub was found.